Event description:
Two pts tested on suspect meter. Both pt's inr=>8.0 on suspect meter. Lab result, inr 5.6 and 6.0. Both pts were given vitamin k. No adverse events reported. Controls were reported in range.